Event description:
It was reported that smiths medical pump was alarming double beep with cassette. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved starting the pump in application mode and showed that the device exhibited double beeping when a cassette was attached. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.